Event description:
The user alleges that they could not fit the face mask to the resuscitator as it was missing the white support collar and had become mis-shapen. A second resuscitator was obtained and the mask was dropped on the floor. Before a third resuscitator was obtain the patient was intubated. No adverse outcome reported.